Event description:
General report received of unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were being used for piggyback delivery of unspecified chemotherapeutic solutions and were connected to the primary tubing sets. The customer contact reported the secondary solution containers were raised higher than the primary solution containers. After unspecified lengths of time in use, the nurses noted that the secondary solutions were not finishing in the expected amounts of time. It was reported the nurses noted that the primary solutions and secondary solutions were delivering concurrently. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
One sealed device was evaluated. The device passed testing. No concurrent flow was noted.